Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a low speed alarm while on mobile power unit (mpu). Reported that the alarm did not recur once he was on batteries. Upon presentation to the hospital, interrogation revealed that he had been experiencing low flow, low speed alarms and pump stops intermittently since (B)(6) 2020. Based on the timing, he had been on grounded power source during each event. The patient denied any associated symptoms. The external portion of driveline did appear very tattered as he was implanted 5.5 years ago. He had been admitted to the hospital and was being managed on batteries. Believed that this was a short to shield and will require ungrounded cables and consideration for percutaneous (perc) lead repair pending on after assessment. X-ray images separately were forwarded. The log file analysis showed several low speed and pump off events while using the mpu. The x ray images provided did not show any obvious areas of shield breakdown. Two no ground cables were shipped. It was reported that work was completed on (B)(6) 2020. It was reported that on (B)(6) 2020 there was a replace system controller event on interrogation. There was a planned percutaneous lead repair for known short to shield. The ribbon was rethreaded which was believed to be the problem. The event history captured a replace controller message (B)(6) 2020 due to lcd faults events which self-corrected. A controller exchange was not needed at this time. The data prior to today¿s event had already been reviewed. A perc lead repair was the plan of care

Event description:
A percutaneous lead repair was performed on (B)(6) 2020 and the patient was connected to a grounded patient cable after the replacement was completed. The pump ran with no issues.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline (dl) confirmed wire damage that would have contributed to the reported pump stops and low-speed events that were captured in the submitted log file. The account submitted a log file for review. Analysis of the submitted log files captured low-speed events on (B)(6) 2020 at 10:09 am, (B)(6) 2020 at 10:48 am, and on (B)(6) 2020 between 6:24 am through 9:03 am. A momentary pump stop event was also captured on (B)(6) 2020 at 12:18 am and (B)(6) 2020 at 11:15 pm. Additionally, low flow events were captured on between (B)(6) 2020 at 12:18 am through (B)(6) 2020 at 9:03 am associated with low-speed and pump stop events. All of the events occurred while the system was operating on the mobile power unit (mpu). Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Approximately 21.5¿ of the dl was returned for evaluation. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the examination of the bionate layer was unremarkable. Visual inspection of the driveline¿s wires revealed that the yellow wire was completely fractured approximately 17¿ from the metal connector, exposing the inner conductors. The yellow wire redundantly supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. Hi-pot testing also revealed a breach to the insulation of the yellow wire at approximately 3.25¿ from the metal connector. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source (such as the mpu), the resulting electrical short to ground could have caused in the low speed and pump stop events captured on the submitted log file. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU, is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. No further information was provided. The manufacturer is closing the file on this event.